Manufacturer narrative:
The company rep confirmed the complaint of the reported event of "high drive pressure" alarm in the fault log. The company rep replaced the pressure transducer (part # 0682-00-0076-01) and the back pressure regulator (part # 0103-00-0351). The unit was tested to factory spec. It functioned normally and was returned to the customer. The company rep performed calibration and functional tests. The unit met factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "high drive pressure" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.